Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that re-homing gantry and rotor of the imaging system resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure the door of the imaging system would intermittently open. Site also mentioned that the door sometimes close slower than normal. There was no patient present at the time of the issue.